Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for non-malignant pain. It was reported that the patient was getting red warnings and white bubbles on the handset screen when trying to connect to the pump for the last 6 months saying mystim is not responding and they were not sure what the messages meant. It used to take 6mins to do a bolus but now its taking 25mins. They get 6 bolus a day. The communicator drops 10% each time they do a bolus. This was their fifth pump. Agent assisted them with clearing the data on the handset and resetting the handset and communicator and the devices connected very fast. They charge the handset and communicator every day and a half. The troubleshooting steps that were taken on the call resolved the issue.